Event description:
The product was used during a small bowel resection procedure. Reportedly, the pt's condition deteriorated and the surgeon performed a re-operation and noted profuse leakage in the abdomen. An ileostomy and mucus fistula was performed to correct the condition. The hospital has reported the status of the pt is unk.